Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, upon device interrogation on (B)(6) 2011, the programmed settings were different from those programmed at the end of the previous f/u. Preliminary investigation revealed that the device was found in standby mode upon that interrogation, which explains the different settings.